Event description:
The acunav catheter could not be recognized by the ultrasound machine after insertion into the patient's body. Replacing the catheter did not resolve the issue and the exam was completed by switching to another ultrasound machine. The procedure was completed without patient consequence.

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference # (B)(4).